Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reported using cartridge for 4 days. Tandem technical support informed the customer that this is off label per the user guide. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.